Manufacturer narrative:
The lot number was reported as 00085412046365; which is not a valid baxter lot number. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system nitroglycerin set was broken in the middle leading to a medication leak. This issue was identified during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.